Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the external force being applied. In addition, okr found that there was leakage from the damaged part and the foreign materials were attached on the part. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the connector was damaged. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc considered that the reported phenomenon was attributed to the foreign materials have flowed into the camera head from the damaged part together with the water. Olympus stated the appropriate handling of ch-s190-xz-e and the counter measures against abnormalities in the instruction manual of ch-s190-xz-e.